Manufacturer narrative:
Boston scientific has assigned an investigation conclusion code of cause not established. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was fractured which was observed during a procedure to electively replace the related pacemaker. It was also noted that the impedances were greater than 2000 ohms programmed in unipolar. This lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported. This additional report is being submitted to include the investigation conclusion summary.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was fractured which was observed during a procedure to electively replace the related pacemaker. It was also noted that the impedances were greater than 2000 ohms programmed in unipolar. This lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.